Event description:
It was reported that the device exhibited an alarm for ¿air in line¿. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a scratched lcd lens, downstream occlusion (dso) seal damaged, latch handle damaged, and worn upstream occlusion (uso) seal. Event history log confirmed multiple ¿cannot start pump air in line¿ alarm messages. Functional testing was able to replicate the reported issue; the air detector failed. The root cause was determined to be an inoperable air in line sensor. The air detector was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.